Manufacturer narrative:
Event date: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that stent damage occurred. A 38x2.75mm promus premier drug-eluting stent was selected for use. However, during unpacking of the device, it was noticed that a stent strut was sticking out. The procedure was completed with a new promus premier stent. There were no patient complications reported.